Event description:
It was reported that at a routine follow up visit, the device displayed an incorrect longevity estimate and was found to have experienced a power on reset (por). The physician decided to reprogram the device and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Analysis of the device memory indicated a power on reset occurred. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. The analysis commented that the iccd test measurement 2 produces a false failure on all blackwell models. The failure is caused by vector express ram ware which writes to the same memory locations used by the iccd test. This false failure has no effect on devices in the field because it is only executed during device manufacturing. The vector express ram ware uses this memory space exclusively in the field. Please see (B)(4) for further explanation.

Event description:
It was additionally reported that the device was suspected of premature battery depletion. The device was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The battery voltage became incorrect after an illegal address power on reset occurred on (B)(6) 2014 03:34:28.